Event description:
During an atrial fibrillation ablation procedure, a farawave nav catheter and a inquire guidewire were selected for use. When the physician attempted to retract the guidewire, resistance was encountered, the guidewire could not be withdrawn from the catheter, the guidewire becomes stuck within the catheter. The catheter and guidewire assembly was removed from the patient as a unit. After removal, the guidewire remained stuck within the catheter and could not be retracted in the normal manner. It was noted that the guidewire tip had extended beyond the catheter tip at the time of removal. Tissue was observed at the distal end of the catheter or guidewire. The guidewire's j-tip appeared lost some of the strength following extraction. The devices were replaced, and the procedure was completed using another farawave device. No patient complications occurred, and the patient was expected to fully recover.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. Upon completion of the analysis of the complaint device, a supplemental medwatch will be filed.